Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. The infusion set was in use for 2 days. No further information available

Manufacturer narrative:
E1: patient city: (B)(6) patient country: the united states